Event description:
Table was tilted to upright position (+90) with pt standing on the footrest. Footrest came loose from the table top. The footrest and pt fell a short distance of a few inches to the floor. The pt was examined by a physician and found to have only minor bruises.